Event description:
A male underwent aaa repair in 2007. The aneurysm continued to grow so in 2009; the physician placed another iliac limb. The procedure went as labeled. However, as the package was opened for deployment, it was noted that the device was packaged with the graft 0.5 stent out of the sheath. Another iliac limb was chosen and worked fine. Patient is fine.

Manufacturer narrative:
No product or films were returned for investigation. The developement of the zenith device followed and successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with an IFU describing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring; anatomical criteria. Vessel tortuosity. Calcification. Accurate placement of graft. Patient selection and pre-procedure sizing. The appropriate individuals were notified of this matter and we will continue to monitor for similar reports.